Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed as planned by using the wired footswitch. The customer reported that the wireless footswitch was not working. Upon troubleshooting, philips remote service engineer (rse) identified wi-fi led indicator was red. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. However, fse checked the contact inside the footswitch and the system was working as intended. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed without any interruption by using the wired footswitch. Additionally, the system was working intended and the reported issue cannot be duplicated by the philips engineer. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.